Event description:
The customer reported that the EKG vitals are spiking on this bedside monitor (bsm). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the EKG vitals are spiking on this bedside monitor (bsm). The bsm monitors the EKG vitals from a telemetry unit. According to the customer, the readings begin to spike passed 100/120 after about 15-20 minutes while the telemetry unit is reading 70/80. The customer tested the equipment with another bsm and had no issues. There was no patient injury reported. Investigation summary: the device was returned for evaluation. During testing of the unit, the reported issue was duplicated. The root cause for the reported issue was determined to be failure of internal components. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/07/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 10/13/2025 I called deisy to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for deisy to call me back with this information. Attempt # 3: 10/17/2025 I called deisy to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for deisy to call me back with this information. Additional information: b4 date of this report. D9 is this device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the EKG vitals are spiking on this bedside monitor (bsm). The bsm monitors the EKG vitals from a telemetry unit. According to the customer, the readings begin to spike passed 100/120 after about 15-20 minutes while the telemetry unit is reading 70/80. The customer tested the equipment with another bsm and had no issues. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/07/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 10/13/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 10/17/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that the EKG vitals are spiking on this bedside monitor (bsm). There was no patient injury reported.